Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bleeding and acute on chronic respiratory insufficiency could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient experienced bleeding and exacerbation of shortness of breath starting on (B)(6) 2019. It was noted that the patient had chronic lung disease. The patient was admitted, and hemoglobin was 6.9 on admission. The patient received 1 unit of packed red blood cells and was on 4 to 5 liters of oxygen using a nasal cannula. The account was attempting to procure a trilogy non-invasive ventilator for home use for acute on chronic respiratory insufficiency. The events reportedly resolved on (B)(6) 2019. The patient remains ongoing on (B)(6) following this event; however, the patient experienced further bleeding events in (B)(6) of 2019 (MFR # 2916596-2020-00592), (B)(6) of 2020 (MFR #2916596-2020-00368 and MFR #2916596-2020-00632), (B)(6) of 2020 (MFR # 2916596-2020-01251), and (B)(6) of 2020 (MFR # 2916596-2020-01599). The heartmate ii lvas IFU lists bleeding and respiratory failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with shortness of breath and hemoglobin levels of 6.9 on admission. Patient received one unit of packed red blood cells. It was also determined that the patient is experiencing chronic lung disease. Patient on 4-5 liters of oxygen(o2) nasal cannula. Attempting to procure a trilogy non-invasive ventilator for home use for acute on chronic respiratory insufficiency. No further information provided.